Event description:
A cgm error 42 was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, successfully resolving the issue, allowing the caller to start their sensor session.